Event description:
The patient reported acute pain in the middle of back following a refill session. The patient had relocated last year and now has a new health care provider. The patient indicated that the previous medication and dosing worked well but the new hcp was unwilling to use the same medication and concentration rate as the previous hcp. The patient reported that they did not know what was put in the pump with the first refill with new hcp but 2-3 days following the refill the patient was throwing up, passing out and falling to the ground. The patient indicated that they were "reacting" to the drug. The patient also reported that they were having a lot of pain and felt the hcp lowered the meds too much. It was indicated that the hcp gave the patient a syringe to administer a shot of 15mg of ketamine and lidocaine as they were in so much pain. The patient reported that they had no training on how to administer the syringe. The patient took a small portion of the syringe and got really "sick"; got cold and couldn't breathe. The patient had been back to see the hcp 2-3 times and the last visit in early may they felt the hcp had increased the medication "too much" because they felt very sleepy. The patient had an appointment with the hcp the day of the report. The pump had contained fentanyl, droperidol, baclofen and currently unknown. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Catheter model # 8709sc serial # (B)(4) implanted on: (B)(6) 2011 explanted on: unknown; 8835 personal therapy manager serial # (B)(4).

Manufacturer narrative:
(B)(4).